Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: a review of the black box did not show any evidence of short battery life. Several ¿replace battery¿ alarms associated with a discharged battery were observed in the history. The pump powered on normally and current draws were found to be within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture corrosion in the battery compartment and that the battery compartment was cracked. Additionally, leak testing revealed a battery compartment leak.